Manufacturer narrative:
An event of stenosis was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23mm trifecta gt valve was implanted. During a regular follow-up, an echocardiogram was performed revealing severe stenosis. A valve in valve was performed and a corevalve evolut was implanted. The patient remained hemodynamically stable.